Event description:
Pediatric flexible bronchoscopes (both olympus, model # bfxp160f), during pre-use and cleaning inspection, noticed flaking and peeling of the outer sheath of the bronchoscope insertion tube (similar to previous reports we have filed). Steris system 1 was the device used to clean the scopes. Past investigations led to suspicion of peracetic acid being the most probable culprit.if this flaking/peeling was not detected prior to use on a patient, it is possible that a piece could break off and lodge in patient's lungs. Manufacturer response (as per reporter) for pediatric flexible bronchoscopes & steris system 1, olympus pediatric flexible bronchoscopes & steris system 1olympus field service representative inspected, and scopes were sent in to olympus headquarters for evaluation. In the past this type of damage was considered consistent with "chemical damage" (linked to peracetic acid used in steris system 1 scope washer).